Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint "blade came loose and exposed". The instrument's cut electrode was found to be dislodged from the tips. There was no material missing from the cut electrode. The instrument's cut electrode was dislodged from the upper jaw. Additionally, the cut electrode, and the inner lip of the lower seal electrode, appeared to have thermal damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument blade came loose and was exposed. The procedure was completed with no reported injury.